Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to initial for information inadvertently left out: the customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. They aspirated the water through the instrument/suction channel. It¿s unknown if there were abnormalities in the accessories used for reprocessing. It¿s unknown if it was wiped in the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The instrument channel was brushed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be specified. The event can prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. - inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Inspection of the instrument channel> - 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. - 2. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during an unspecified procedure, a malfunction occurred on the evis lucera elite colonovideoscope. There were no reports of patient harm associated with this event. During testing and inspection of the returned device foreign matter was coming from the forceps channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings reported, the following non-reportable malfunctions were identified: residual liquid or foreign material coming out of the channel tube; adhesive on rubber is chipped and cracked; scratches on various parts of the device and dent in cover. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.